Event description:
The parents report a progressive decline in hearing performance over the last few months. The user has had no recent changes in health and there is no swelling or redness around the implant. No head trauma has been reported. The user was re-implanted.